Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had high blood glucose of 427 mg/dl and believed it was due to incorrect infusion set size. Customer corrected blood glucose with a bolus. Infusion sets would be replaced. Insulin pump is expected to return.